Event description:
Surgeon stated that the handpiece tip was "hot." The pt sustained a corneal/scleral burn, and the post operative refractive error was estimated to be greater than three (3) diopters. The pt also required a vitrectomy procedure.